Event description:
Reportedly, the machine "smells burned" and the blood pump does not turn anymore. Event is being reported due to the allegation of "smells burned" seeing that this device may be used in highly oxygenated environments. There was no report of patient injury, death, or intervention with relationship to this event.

Manufacturer narrative:
Evaluation results are anticipated but were not provided at the time of this report. Follow up information, including evaluation and device history record review to follow.